Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
An occupational therapist assisting a (B)(6) male patient contacted zoll customer support to report that the device says to connect the electrode belt, even though it is already connected. The patient was provided with a replacement electrode belt.